Event description:
A female pt reported that she has been diagnosed with acanthamoeba keratitis. Patient has been using complete moistureplus for 4 months with her acuvue oasys lenses. Symptoms of photophobia, tearing and redness began in 2007. She sought medical treatment that day and was referred to an ophthalmologist who reportedly cultured her eye and found acanthamoeba. Patient is currently being treated with vancomycin, tobramycin and cyclopentolate. Lens care regimen was reviewed with the pt, and it was noted that she rinses her lens case in water before filling it with the multipurpose solution. We are requesting additional info. Batch record review was found to be satisfactory. The root cause has not been established.

Manufacturer narrative:
Batch record review was found to be satisfactory. In 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the us centers for disease control and prevention regarding eye infections from acanthamoeba.